Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable. Customer¿s blood glucose value was not impacted by the event. Customer was able to charge their device using a new tandem issued charging cable.